Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins).information was reported that the patient is reporting tenderness and pain at his battery site. The patient reports t hat the incision scar is being rubbed and irritated by the waistline of his pants and belt. No diagnostics or troubleshooting was performed. The patient was scheduled for a follow up appointment with his provider to discuss a pocket revision. The rep met with the patient and examined his pocket scar. The scar/skin was intact with no redness or swelling, tenderness to the touch. The patient stated that the site has been tender and painful for some time now but cannot pin point an exact date. Today is the first date that the rep has been made aware of this issue. It is unknown if surgical intervention was planned. No further complications were reported. No additional patient symptoms were reported. Additional information was received from the manufacturing representative (rep).it was reported that the patient's pants and belt were rubbing on the incision of the pocket causing the irritation. Patient has an appointment on (B)(6) 2018 to discuss pocket revision with health care professional (hcp) . Symptoms in progress. The information has been confirmed with physician/ account. No patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep).it was reported that rep met with the patient at the appointment with health care professional (hcp). The decision was made to proceed with a pocket relocation and they were waiting scheduling. Hcp is aware. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was scheduled for a pocket revision on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient's procedure on (B)(6) 2018 was cancelled by health care professional (hcp). The patient was rescheduled for (B)(6) 2018 for the procedure, which has been completed. The patient ins pocket was revised and moved up about the pant line. The patient will have a follow up appointment with hcp for his post op visit and staple removal. No further patient symptoms or complications were reported in this event.